Event description:
In 2000, one of hahc client's tested positive for hcv antibodies. The client received a diagnosis and appropriate counseling for positive hcv antibodies. In 2001, the same client retested and received a diagnosis of negative hcv antibodies.